Manufacturer narrative:
Concomitant product: midazolam (versed) 50ml bag ns (1mg/ml), therapy date (B)(6) 2016. The customer¿s report of an observed free flow was not confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed. Functional testing was performed and the primary infusion completed with no signs of unregulated flow observed. Pressure testing was performed and there no signs of leaking anywhere on the set while the tubing was manipulated at each engagement. The root cause of the reported event was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a nurse observed a free flow after initiating an infusion of versed, 50ml, rate not specified. The tubing was replaced and the infusion completed without incident. The patient was intubated at the time and reportedly treated for a slight drop in blood pressure. There were no lasting effects reported.